Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for peeling and retraction problem as no objective evidence has been provided to confirm any alleged deficiency with the dilatation catheter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes 1 malfunction event. A review of the events indicated that model cq5054j dilatation catheter experienced peeling and a retraction problem. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.